Event description:
Additional information received from the manufacturer representative reported that the cause of the impedances was unknown. The patient was seen for reprogramming and was programmed around the impedances. The impedances remain but the new programming was helping the patient¿s pain.

Manufacturer narrative:
Continuation of d10: product ID: 977a260, serial# (B)(6), implanted: (B)(6) 2018, product type: lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins). High impedances were reported: electrode 0-28180, electrode 2-40000, electrode 3-32490, electrode 4-40000, electrode 5-40000, electrode 6-20700, electrode 7-28140. No stimulation issues or symptoms reported. The rep reprogrammed the device to avoid high impedances. The cause was not determined, and the issue is ongoing. The rep reported they would report any new information that becomes available.